Manufacturer narrative:
The operator contacted the siemens customer care center (ccc). The ccc specialist instructed the operator to power down the centrifuge module. A siemens customer service engineer (cse) was dispatched to the customer site. The cse discovered that an electrical resistor on the main control board had popped. The operator soldered a new resistor onto the main control board and verified the module was operational. The cause of smoke being emitted from the centrifuge module was a resistor failure. This device is performing according to specifications. No further evaluation of this device is required.

Event description:
The operator of an aptio automation system contacted the siemens customer care center (ccc) and reported that they observed smoke being emitted from the centrifuge module. There were no injuries or adverse health consequences due to the smoke. There was no impact to patient samples or reporting of results due to the smoke.